Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was lost at the hospital. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital via ambulance and admitted for 8 days, due to high blood glucose (bg) levels of 20 mmol/l (360 mg/dl) nausea, vomiting and stomach pain, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV) of fluids, performed echocardiogram and angiogram to explore for potential cardiac issues.